Event description:
It was reported that noise episodes were noted on the pacemaker. Right ventricular and atrial lead damage was suspected; however, x-ray results showed no damage. The patient was followed up in clinic and noise episodes were still present. Patient was in stable condition and is scheduled for lead revision. Related manufacturer reference number: 2017865-2022-05290. Related manufacturer reference number: 2017865-2022-05291.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation and inner insulation to be breached with all filars of the outer coil broken/fractured consistent with clavicle crush forces. The cause of the reported event of oversensing noise was isolated to the exposure of the outer and inner coil in the clavicle crush region.

Event description:
New information received states that the atrial and right ventricular leads were explanted on (B)(6) 2022. During the procedure, insulation damage was noted on both the leads. The pacemaker remains implanted. Patient was stable during and post procedure.